Event description:
It was reported that during the patient's implant procedure on (B)(6) 2024, the screw thread of the burr hole cover system was stripped, and could not be removed. The burr hole base was removed and the screw was drilled into the skull to not damage the patient's skin. The procedure was completed with a replacement burr hole cover system.

Manufacturer narrative:
Initial reporter phone number: (B)(6).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.